Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: an nc emerge mr, ous 4.50mm x 12mm was returned for analysis. A visual and tactile identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink at the port exchange. A detailed microscopic examination of the balloon material identified a longitudinal tear along its entire length. The distal tip was stretched. Functional testing was performed where the device was attached to an encore unit; however, during an attempted inflation test it was observed that inflation media was leaking from the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon could not pass through the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon could not pass through the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.